Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-04628. It was reported the pt had loss of stimulation coverage and she had fallen. The physician determined the pt's lead had migrated. Follow up identified the physician undertook surgical intervention and it was reported the lead was repositioned and buried deeper under the skin. In addition, during the procedure the physician opted to reposition the ipg to a new location. It was reported the pt had communication issues due to the way the ipg was positioned in the body. Follow up identified the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.